Event description:
Caller alleged discrepant inratio results. Results as follows: date: unknown, inratio: 1.2, lab: 2.9. Time between testing: unknown. Therapeutic range: unknown.

Manufacturer narrative:
Per description, time of testing between inratio and reference is not indicated. (B)(4) hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than (B)(4) hours have an increased likelihood of factors other than the instrument influencing the results. No information was provided on technique or storage methods. (B)(4). The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values fall outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip tests due to unknown strip lot number; on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the information provided. Trend analysis is not required at this time as no strip lot information was provided. This issue will be subject to future tracking. Corrective action not required at this time.